Event description:
Pt reported obtaining a blood glucose result of 542 mg/dl, while using the suspect device. Based on this result, pt reportedly phoned emergency medical services for assistance. Upon their arrival, 10 minutes later, pt's blood glucose reportedly measured 92 mg/dl, on paramedics' blood glucose monitor. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the device. At the time of the report, pt no longer had the test strips in use at the time of the event.